Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted that the collar under the shaft cover was bent near the jaws. The jaws were misaligned. No other visual abnormalities were observed. Functional testing found that when the handle was cycled to load a clip, the clip ejected from the jaws unformed. The instrument was cycled again and the clip was twisted. The instrument was fired once more the clip ejected unformed and the instrument engaged into interlock to prevent the jaws from approximating. It was reported that the clips were not loading properly, has clip formation, and component was disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or malformed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: that if firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, during bile duct ligation, the surgeon noticed after 2-3 firings that the clip applier was misfiring and fell into the patient's cavity, where it was retrieved with a grasper. It was noted that there was a clip formation. This resulted in an injury to the bile duct, causing bile fluid to flow. A new clip applier was used to resolve the issue. The surgical time was extended around 25 minutes. The event led to the patient's extended hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.